Manufacturer narrative:
The patient mentioned to the clinical representative that antibiotics had been prescribed to the patient by the pcp. Cultures taken by the pcp were positive for infection. The patient stated that she had not reached out to the clinical representative because she had lost the contact information. On (B)(6) 2021, the implanting clinician noticed that the lead was eroding from the coil pocket. The implanting clinician explanted the lead. The patient was instructed to redress the wound daily with dressing to keep the wound clean. The implanting clinician prescribed antibiotics and scheduled a follow-up appointment. The implanting clinician noted that this patient has a history of infections dating back to when the patient underwent a knee replacement and experienced a staph infection. Since that incident, the patient had been prone to infections. A review of sterilization and packaging records was conducted and confirmed that the product was delivered sterile, sterilized per validated parameters, and sterile barriers were verified to be intact following packaging. Based on this information, the infection/erosion was confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. The cause of the infection/erosion is user error since this patient is prone to infections and may not have been an appropriate candidate for an implant.

Event description:
On (B)(6) 2021, the patient contacted the clinical representative to disclose that she had an infection, and she was going to follow-up with the implanting clinician on (B)(6) 2021.